Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified lesion. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 10atm when inflated for 30 seconds. The device able to remove without any problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition after the procedure.